Event description:
Related manufacturer reference number:2017865-2022-38498, related manufacturer reference number:2017865-2022-38499. It was reported that the patient manually rotated the generator. The implantable cardioverter defibrillator exhibited migration due to twiddler's syndrome. The atrial lead exhibited failure to capture, high pacing impedance, p wave amplitude variation, migration due to twiddler's syndrome and lead slack issue. The left ventricle lead exhibited migration due to twiddler's syndrome and lead slack issue. The implantable cardioverter defibrillator was explanted and replaced. The atrial lead was capped and replaced during the same procedure on (B)(6) 2022. The left ventricle lead was explanted. Patient was stable.